Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned for evaluation and is currently pending investigation analysis completion; therefore, the alleged product issue cannot be confirmed at this time. A supplemental report will be submitted following the completion of the investigation. The instructions for use (IFU) identifies stent break/fracture as potential complications associated with use of the device.

Event description:
As reported, left m1-segment aneurysm in the middle of the brain, 2.9mm distal diameter, 3.2mm proximal diameter, 6.5mm neck opening, stent and coil embolization treatment. Microcatheter h-17 and microcatheter h-21 were in place and then ready to release the stent. Due to the curvature of the blood vessels in the m1 segment, the stent could not open normally from the bend to the proximal end. The physician used a push-pull method to release the stent, but after several attempts, the stent would not open. After the stent was removed, found the stent could not open normally when it was pushed to half, and the middle of the stent was twisted together. Since there was no lvis stent of the same type, atlas stent was used, and it was released smoothly, and the procedure was completed. The patient woke up successfully after procedure. The lvis stent was removed from the patient prior to deployment. The event is being reported based on the investigation findings of the returned sample. The investigation is currently pending completion.

Manufacturer narrative:
Items returned for investigation: stent, pusher, introducer. Items not returned for investigation: microcatheter. The pusher was returned with the body coil detached from the proximal marker band and the core wire kinked near the proximal marker band; a white fibrous material covered in blood residue was observed on the pusher. A sample of the white fiber was sent for ftir testing. The best tentative identification of the sample was cellulose, which is consistent with cotton. Due to the presence of blood on the fiber, the cotton-based fiber would have likely originated from a surgical towel used during the procedure. Per the event description, the middle of the stent was twisted during the procedure. The returned stent did not exhibit this twist condition; however, the stent was returned with a broken body wire at its middle section. Due to the broken body wire, the stent could not be loaded onto an in-house pusher for functional testing to further evaluate the alleged stent expansion issue. The reported complaint is non-verifiable. The investigation of the returned stent system found the pusher body coil detached from the proximal marker band and the core wire kinked near the proximal marker band. Per the event description, the middle of the stent was twisted during the procedure. The returned stent did not exhibit this twist condition; however, the stent was returned with a broken body wire at its middle section, which may be a result of the alleged twist during the procedure. Due to the broken body wire, the stent could not be loaded onto an in-house pusher for functional testing to evaluate the alleged stent expansion issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification during the several attempts at advancing/retracting the stent described in the reported event. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The torturous anatomy may have caused or contributed to the reported event; however, this investigation could not replicate the anatomical environment to test and assess the device in the exact conditions experienced during the procedure. A white fibrous material covered in blood residue was also observed on the returned pusher. A sample of the white fiber was sent for ftir testing and the best tentative identification of the sample was cellulose, which is consistent with cotton. Due to the presence of blood on the fiber, the cotton-based fiber would have likely originated from a surgical towel used during the procedure.